Event description:
Note: date of event and procedure dates are unk. It was reported to boston scientific corporation on september 8, 2009 that a stonetome stone removal device was used during an incision of papilla procedure. According to the complainant, electricity was applied to the stonetome during the procedure; however, there was no electric current. The generator had no problem. The procedure was completed with a different manufacturer's device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
The lot number of the suspect device was not provided by the customer; therefore, the device manufacture and expiration dates are unk. Although the suspect device has been received, the eval has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).